Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy. According to the complainant, during the procedure, the clip was locked onto the tissue and deployed by the nurse, but it failed to release from the delivery catheter. The clip assembly was pulled from the tissue, and then the device was withdrawn from the patient through the scope. The procedure was continued and completed using another resolution clip device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination found that the device returned with the clip assembly mashed onto the bushing. Functionally, the clip assembly could not be deployed and the prongs, which were locked into the clip assembly, could not be opened or closed. In addition, kinks were present in the coil and the control wire. The condition of the returned incident device was consistent with the complaint that clip failed to release from the delivery catheter; complaint confirmed. The evaluation revealed that the clip assembly was mashed onto the bushing which prevented its release from the delivery catheter. The event may have occurred due to anatomical/procedural factors which limited the device performance as is evident by the kinks in the coil and the control wire. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy. According to the complainant, during the procedure, the clip was locked onto the tissue and deployed by the nurse, but it failed to release from the delivery catheter. The clip assembly was pulled from the tissue, and then the device was withdrawn from the patient through the scope. The procedure was continued and completed using another resolution clip device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) clip failed to release from catheter. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.